Manufacturer narrative:
The insulin pump passed prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm test. The insulin pump had cracked reservoir tube lip, cracked battery tube threads and scratched display window noted during visual inspection. Insulin units left in reservoir matched units left on status screen during testing. Low reservoir alarmed properly at the correct amount of units left in reservoir. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced low blood glucose episodes. The customer's blood glucose was 32 mg/dl at the time of incident. The customer stated that they treated the low blood glucose with peanut butter crackers and water. The customer stated that the drive support cap appeared normal. The customer stated that the time and date was correct. The insulin pump will be returned for analysis.